Event description:
The surgeon attempted to implant an aa4203tl toric silicone lens but it felt tight in the cartridge and became stuck while it was being inserted. There was no pt contact or injury. The nurse indicated that it was unk as to why the lens became stuck. An msi-tr injector and an mtc-60c cartridge were used but the lot numbers were not provided by the facility.